Event description:
On (B)(6) 2009, the pt reported that there was condensation in the cartridge compartment of the infusion device. She stated the issue has been ongoing for the past month since the weather changed. She does not have air conditioning in her home. She has been drying the cartridge compartment with a cotton swab. She does not swim or shower with the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.